Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states when the safety device was activated the needle detached from the spring and remained in the patient's hand. Customer advised device was discarded.

Manufacturer narrative:
Complaint (B)(4). Received (B)(4) pc 450130/g241033x for evaluation. Received customer pictures. We have no further complaints on the material/batch. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no de-viations in relation to the reported error. Cannula bonding force testing was performed on the customer samples without detection of any ab-normalities. The complaint cannot be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.